Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device (cxd). The inside piece not going all the way over. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The swap questions are not applicable because the cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer elected not to return the device. This report for the inside piece in a compact exchange device (cxd) "not going all the way over" was not confirmed due to lack of sample. The device history review indicates the device was tested and passed all test requirements prior to being released. No issues were identified that may have caused or contributed to the reported issue. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.